Event description:
Upon completion of brachytherapy, the foley catheter was found lying on the side of the patient with a ruptured balloon and the tip broken off and believed to be retained in the patient's bladder. She required a cystoscopy which did not reveal a retained foreign body in the bladder.